Event description:
It was reported that while actively monitoring a pt, the staff noticed the m300 appeared as "bed disconnected" at the associated ics central station. The staff responded to the pt's room and reported the m300 was still on, seated in the bedside charger and actively monitoring the pt. The m300 was reportedly then readmitted tot he ics and monitoring at the ics resumed. There was no pt injury reported. The hosp biomed was contacted and confirmed the full disclosure data for the m300 had stopped being collected at 1:36 pm and restarted at 5:53 pm when the pt was readmitted. The biomed reported that twice before (dates not specified) the staff reported the m300 was generating an alarm at the ics but the staff could only silence the alarm for about 1 min by using the f1 key. The biomed reported the m300 was power cycled to resolve the alarm issues on those occasions. The m300 was removed from use. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.